Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall and presented to the emergency room (ER). The right ventricular (rv) lead alerted for impedance out of range on the superior vena cava (svc) coil. The lead was partially removed and a new lead was implanted. No further patient complications have been reported as a result of this event.